Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was implanted on the day prior to the report. When they got home, they followed the instructions to get it working, but they couldn't feel anything and didn't think it was working. They increased the amplitude as high as it would go, to 8.5, but they still didn't feel anything. They were going to follow-up with a healthcare professional (hcp).